Event description:
The customer reported that the pod initiated an occlusion alarm after a bolus was delivered. His bg level was high (441mg/dl) at the time. After the alarm was received, the pod was removed and a new one was placed. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation , the user was aware of high bg levels and was able to start a new pod successfully.